Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of myopotential oversensing were observed on the device. Technical support was contacted and recommended reprogramming to address the issue. The patient's condition was stable and will continue to be monitored.